Event description:
Pt called alleging that meter displays the three dashes. Because they were unable to obtain a reading, they took their oral medication and visited their md. Md did not treat pt and provided pt with a new prescription for test strips and medication. No info on what their blood glucose was at the md's office. Customer service had pt reset the meter options and meter still displayed the three dashes. Customer service is sending pt a new meter , since issue was not resolved.